Event description:
It is reported that a customer sates that their insulin pump suddenly stops working and the insulin was where the 2 o rings is at the bottom o ring. The customer states that the insulin is stuck and will not give any insulin. The customer had to treat their blood glucose levels with 5 units of insulin using a syringe. The patient's blood glucose level was 107 mg/dl at the time of the call. The customer stated that this is the second insulin pump that was sent to him because he had the same issue with the last pump they had. The customer was educated on the function of the pump and was informed that they were confused as to when insulin should be taken. The customer did not know that they needed to take more insulin when they are having high blood glucose and take less insulin when they are low. The customer still insisted on having their pump replaced. The reservoirs were sent back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.